Event description:
It was reported the patient was unable to regain stimulation due to the charger and programmer being unable to communicate with the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the ipg was found to have flipped. In turn, the ipg was repositioned and secured in the pocket. Stimulation was regained post-ope and the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.